Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an opathalmic operating surgical cannula was used to remove basic salt solution from the patient eye but the soft tip came off when it was taken from the opathalmic trocar cannula. Metal particles may have been retained in the eye.there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tips falling off in patient's eye and metal particles have been retained in the eye; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One unopened 27 ga soft tip cannula in a blister was received for testing. Sample was visually inspected and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample was found to be conforming, therefore tips falling off in patients eye, metal particles have been retained in the eye as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).